Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past several months. She noted that the keypad buttons still click and spring back as expected. The pt denied physical damage to the keypad; denied that the pump has been exposed to moisture; and stated that she wears the pump in her pocket with a clip.